Manufacturer narrative:
Correction: h6 (annex g). Investigation ¿ evaluation. It was reported that the 10fr black catheter included in the rosch-uchida transjugular liver access set separated at the hub and the sheath unraveled during a transjugular intrahepatic portosystemic shunts (tips) procedure on a 56-year-old male patient. During the procedure, the hub of the 10fr black catheter fell off while entering the portal vein and the thread on the sheath began to unravel. A new like-device was used to complete the procedure successfully. There was no difficulty experienced when advancing through or removing the black catheter from the sheath; however, the user reported "great" resistance while attempting to remove the 14g stiffening cannula from the 10fr black catheter. It was confirmed that the 14g stiffening cannula was in place when the 10fr black catheter was advanced through the sheath. No adverse effects have been reported. Reviews of the complaint history, device history record (DHR), and quality control procedures, as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used device was received. The inner coil of the sheath was noted to be wrapped around the black catheter that was inserted into the sheath. The flare of the sheath appears to have torn off inside the hub/cap. The hub was separated from the sheath. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the DHR for the reported lot and related subassembly lots and records no relevant non-conformances. A database search for complaints on the reported lot found no additional related complaints reported from the field. Cook did not identify any nonconforming material in house or in the field. Cook also reviewed product labeling. The product IFU, [t_rups_rev4] ¿rosch-uchida transjugular liver access set,¿ provides the following information to the user related to the reported failure mode: ¿warnings: if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Instructions for use: advance the introducer sheath assembly over the wire guide into the hepatic vein. Remove the dilator from the sheath, leaving the wire guide in place. Insert the stiffening cannula into the ptfe catheter, and introduce the catheter/cannula assembly over the wire into the introducer sheath, positioning the catheter/cannula assembly into the distal hepatic vein. Remove the wire.¿ based on the dmr, DHR current product IFU, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of event to be unintended use error. The IFU provides a step that states ¿if flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ it is possible that the sheath was advanced through resistance resulting in the sheath damage. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the 10fr black catheter included in the rosch-uchida transjugular liver access set separated at the hub and the sheath unraveled during a transjugular intrahepatic portosystemic shunts (tips) procedure on a 56-year-old male patient. During the procedure, the hub of the 10fr black catheter fell off while entering the portal vein and the thread on the sheath began to unravel. A new like-device was used to complete the procedure successfully. There was no difficulty experienced when advancing through or removing the black catheter from the sheath; however, the user reported "great" resistance while attempting to remove the 14g stiffening cannula from the 10fr black catheter. It was confirmed that the 14g stiffening cannula was in place when the 10fr black catheter was advanced through the sheath. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1 - (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.